Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection identified the reported condition no display. The reported issue was reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The no display and keeps beeping at power up was verified. The cause was determined to be a failed input/output printed circuit board (I/o pcb) and was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "no display and keeps beeping". There was no known patient injury or medical intervention associated with this event. No additional information is available.